Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: perforator device ((B)(6) 2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the power of the motor device was weak. It was reported that it took longer than it usually does to make a burr hole with the perforator device, which was not rotating correctly. It was reported that there was a 5-10 minute delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and it was determined that the device had a non-anspach hose installed. Due to the non-authorized repair, the hose was loose from the swivel, the swivel assembly rings were not crimped, and the red o-ring indicator was missing from the muffler. It was noted that the motor device had damage to the hose, however there was no rupture, and the labeling was illegible. It was observed that the swivel assembly was not in the hose which resulted in an air leak, insufficient/low power, and the perforator not rotating correctly. It was further determined that the device failed pretest for visual assessment, hose verification, housing pin height, muffler lube verification, and loctite assessment. Therefore, the reported condition that the power of the motor device was weak, and the device took longer than normal to make a burr hole with the perforator, perforator not rotating correctly was confirmed. The assignable root cause of the failure with the non-anspach hose installed and air leak was determined to be traced to user and a failure to follow directions for use, which is user error. The root cause of the illegible etching issue was determined to be due to normal wear.